Manufacturer narrative:
The tech found that the left gas spring did not work properly. The tech replaced the gas spring to resolve the issue.

Event description:
Tech alleged that the head section will not go down all the way. No pt impact.